Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, a out of range low, less than 200 ohms, pacing impedance value was observed. The data was sent for a technical services review, so as to provide the actual impedance value. Data review confirmed the value to be 199 ohms. No intervention nor further investigation was performed. Ts further stated that due to the lower impedances and a higher auto capture output setting, the device is currently exhibiting a high power consumption however, functioning normally. No associated lead information was provided.